Event description:
It was reported to philips that the device was unable to acquire an ECG reading during patient monitoring. The customer attempted to replace the lead set but the issue remained. Following the alleged failure, an operational check was performed and the device failed the ECG test. The device was being used for patient monitoring during transport. There was no reported adverse event to a patient or user as a result of the issue.